Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services reviewed the data and noted the first alert for out of range impedance measurement occurred on (B)(6)2016. Data analysis confirmed shock lead impedances have been high during the past year. Ts recommended troubleshooting options for the next in-office follow-up appointment. Additional information was received, stating that the patient received additional lead integrity testing in-office. The physician decided to continue monitor the patient via latitude. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services reviewed the data and noted the first alert for out of range impedance measurement occurred on (B)(6) 2016. Data analysis confirmed shock lead impedances have been high during the past year. Ts recommended troubleshooting options for the next in-office follow-up appointment. At this time, the device remains in service. No adverse patient effects were reported.